Event description:
An aus device was implanted on 10/21/86. The balloon was revised on 6/27/88 and 7/10/89. The entire device was removed from the pt on 1/6/97, due to recurring incontinence, and replaced.